Event description:
Became disabled over time, diagnosed with ms and mercury toxicity by my doctor's major balance problems, peripheral neuropathy, paresthesia - numbness in extremities -, chronic fatigue, mental confusion, told going blind by 2 ophthalmologists, etc. After diagnosis of mercury toxicity, per tests, it was found that my major mercury source was dental amalgam fillings. - dr. (B) (6) - fp, dr. (B) (6) - neurologist, etc. - after replacement of amalgam fillings and detoxification, I over time fully recovered or significantly improved from all of these problems and now am again fully functional. Similar is true of thousands of others who had ms related to mercury. (B) (6). Dose or amount: 10 fillings plus 7 metal crown, route: dental. Diagnosis or reason for use: mercury toxicity re: tests; cavities. Event abated after use: yes.